Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device, using the pre-close technique prior to a an interventional impella procedure. Reportedly, the proglide device was not deployed as it became stuck in subcutaneous tissue, the patient had a large pannus. A small incision into the subcutaneous tissue was performed to remove the proglide device. Three surgical stitches were used to close the artery and manual arterial compression was also applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and sem inspection/analysis were performed on the returned device. The reported difficulties of the device being stuck could not be replicated in a testing environment as they were based on operational circumstances. In addition, analysis of the retuned device found a posterior foot break and posterior needle tip including the barb detachments. The detached foot and detached needle tip including the barb were not returned with the proglide device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.